Event description:
After removing the catheter out of one of the pulmonary veins the doctor noticed it was no longer working properly. He was unable to adjust the size of the variable catheter. There was no injury to the patient.====================== health professional's impression======================not applicable====================== manufacturer response for lasso 2515 nav variable catheter, lasso 2515 nav variable catheter======================awaiting response